Event description:
The customer reported via phone call that they visited emergency room due to diabetic keto acidosis with blood glucose almost 500 mg/dl. The customer's current blood glucose is 470 mg/dl. It was unknown that the auto mode feature was active at the time of incident or not. The customer was treated by insulin drip. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
This case is for the (B)(6) 2022 incident. Please see case(B)(4). For the (B)(6) 2022 event. Customer reported not being able to link transmitter to pump for 3 months. Customer was on day 5 of infusion set and went to the emergency room with high blood glucose of almost 500mg/dl and diabetic ketoacidosis on (B)(6) 2022 and was treated and sent home. Customer went back on (B)(6) 2022 at 12:30am and was admitted to intensive care unit for high blood glucose of 470mg/dl and and diabetic ketoacidosis. Customer was treated and released the same day. Customer was treated with insulin drip. Nurse had asked if she had considered changing her port site. Pump was used at the time of the incident. Sensor was not used. Auto mode was not used.